Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported injecting a patient in the cheeks with 1 ml of juvéderm® voluma¿ xc. After 20 minutes, the patient reported ¿severe pain, blanching, and started to look blue.¿ the patient was treated with hylenex only on one side. Event status is unknown.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 980/1. Continued h.6. Investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the cheeks with 1 ml of juvéderm® voluma¿ xc. After 20 minutes, the patient reported ¿severe pain, blanching, and started to look blue.¿ the patient was treated with hylenex only on one side. Event status is unknown.